Manufacturer narrative:
The carefusion technical support specialist in (B)(4) performed an operational verification test on the ventilator and determined that it passed all testing. The distributor engineers along with carefusion technical support requested further event info from the hosp; however, the (B)(6) director at the hosp decided to 'cancel the complaint' because the 'evidence is unclear.'

Event description:
Carefusion technical support in (B)(4) reported an incident with the ventilator while in pt use. The ventilator was reported to have "stopped air supply" and the pt died.